Manufacturer narrative:
Investigation included complaint intake and case review. Investigation of this case revealed insufficient information to identify a device malfunction or use error. It was concluded that the cause of the hyperglycemia and subsequent low was unclear and that no device failure was confirmed. The device has not been returned; if it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a caretaker and family member observed fluctuating glucose levels, including a low after a prior high, followed by another rise post-treatment and lunch, and then a downward trend from a high; the patient treated a high with a sugared soda and reported no symptoms. Symptoms included no clinical effects reported. Outcomes included no reported impact on daily activities, medical intervention, or hospitalization.